Event description:
Reporter indicated that vns pt was experiencing an increase in seizure activity since having orthodontic braces placed. It was reported that the pt has experienced significant efficacy with the vns therapy and that as a result, the pt's neurologist was lowering the amount of medications that the pt takes. The most recent medication reduction occurred approx two weeks before the pt got her braces. Investigation to date has been unable to determine whether the increase in seizure activity is an increase above pre-vns baseline frequency or an increase above previous efficacy with the vns therapy. Additionally, it is not known whether the seizure increase is related to the vns therapy or to the recent medication changes. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurologist (via fax x2).